Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The single use device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. It was reported that unspecified damage to a multirate infusor was observed. The infusor was described as being broken. The broken infusor was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: d4: catalogue #. Additional information: d4: expiration date, d4: unique identifier (UDI). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the white coil cap was detached from the device due to malformed housing. The housing was malformed at the upper area where the coil cap came in direct contact with the housing. Since the upper area of the housing was malformed, the original shape and size of the housing changed and consequently caused the coil cap to detach as the coil cap would no longer fit the original shape/size of the housing. The reported condition was verified. The cause of the malformed housing was determined to be due to excessive heat. Should additional relevant information become available, a supplemental report will be submitted.